Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). The ed sent a remote monitor transmission. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD therapy was not successful in terminating a vf/vt episode, which eventually terminated on its own. Follow-up was attempted with no response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.